Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cloudy tubes was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of cloudy tubes was not observed. The batch history review for the finished product lot 3115401 was satisfactory at the time of release per internal procedures. During molding of the tubes during manufacturing, cloudy tubes were observed. A quality notification was generated, and all the affected product was dispositioned and scrapped. This complaint has been confirmed for the indicated failure mode of cloudy tubes. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the nurse has noticed whitening and opacity on the bottom of the plastic tube. The following information was provided by the initial reporter. The customer stated: a nurse has noticed whitening and opacity on the bottom of the plastic tube.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the nurse has noticed whitening and opacity on the bottom of the plastic tube. The following information was provided by the initial reporter. The customer stated: a nurse has noticed whitening and opacity on the bottom of the plastic tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter addr : (B)(6).